Event description:
It was reported that the iab was inserted in an emergency situation in the cath lab. The insertion went without difficulty, but 15 minutes after connecting the iab to the pump, high baseline alarms were experienced. Blood was observed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated pt complications.